Event description:
The patient reported that the blood pressure monitor caused pain and bruising on their arm. The patient confirmed experiencing soreness for a couple of days and the cuff of the monitor caused bruising in her arm.

Manufacturer narrative:
The blood pressure monitor cuff is designed for a arm circumferences of up to 45cm. The patient confirmed having an arm circumference of greater than 45cm. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed